Event description:
(B)(4). Heavy painful periods, back pain, pelvic pain, bloating, fatigue, migraine headaches, ringing in ear, rash, hair loss, low libido, painful intercourse, loss of appetite, metal taste in mouth, rapid vision deterioration, night sweats, syncope, brain fog, memory loss and depression.